Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation found that extra pressure was required to press the keys. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad did not respond when touched. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.